Event description:
I was put in a fara(fixed anterior remodeling appliance) device for expansion from a dentist that said she specialized in tmj she confirmed I had tmj issues. After wearing it for over 2 years I noticed my teeth were getting in bad shape. Asked for it to be removed by dentist and they would not. I went to orthodontics and paid to have it taken off. I had to have 2 root canals and other teeth had to have lots of fillings to repair damage. Bone loss also. I didn't know anything about reporting this until I was seeing the reports on all the fixed appliances like the agga. I want to save anyone else from getting this treatment from dentist that were trained at the (B)(6) institute.